Manufacturer narrative:
Product complaint #: (B)(4). Section b5: additional information received indicated that there was no excessive force applied to the device. Adequate flush was maintained through the devices. There was no significant prolongation of the procedure due to the event. A headway, terumo microcatheter was used as a concomitant product. The customer states there is no additional information available. Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during an emergency coil embolization of an unruptured aneurysm, after implanting the framing coil, a 3mm x 6cm galaxy g3 xsft (glx120306, l13109) was used as the second coil. However, the physician removed the complaint coil because it could not be made a frame as intended and did not fit in the lesion when the coil was attempted to be implanted. There was no report of patient injury. Pre-shipment pictures were provided. Additional information received indicated that there was no excessive force applied to the device. Adequate flush was maintained through the devices. There was no significant prolongation of the procedure due to the event. A headway, terumo microcatheter was used as a concomitant product. The customer states there is no additional information available. A non-sterile unit galaxy g3 xsft 3mm x 6cm was received inside of a pouch. The device was inspected and the dpu was found protruded from introducer, the introducer was found slightly kinked. Also, the device was inspected under microscope and no damages or anomalies were observed during the analysis. The embolic coil was inspected under microscope and it was found without damages. The functional test could not be performed due the costumer complaint is specific to the patient and procedure at the time of occurrence and cannot be replicated in the lab. A manufacturing record evaluation was performed for the finished device l13109 number, and no non-conformances related to the reported complaint condition were identified. The reported condition ¿coil - positioning difficulty-poor conformability¿ could not be evaluated because it is specific to the patient and procedure at the time of occurrence and cannot be replicated in the lab. However, coil was found in good conditions no damage was observed that may contribute to the poor conformability reported. Additionally, the purpose of the complaint coil is to fill open spaces at a coiling procedure. Per event description the galaxy g3 xsft 3mm x 6cm coil was used as second coil to form a frame, this could be related to the costumer complaint. The protruded condition observed on the dpu and the kinked condition from the introducer may have contributed to the failure and may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the analysis nor the mre suggest that the failure reported by the costumer could be related to the manufacturing process. The instructions for use (IFU) instructs on proper positioning of the microcoil system. The IFU also warns: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system¿. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The product is available for evaluation and testing; however, it has not been received to date. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Based on the photos received, it was determined that the dpu of the galaxy g3 xsft 3mm x 6cm has a protruded condition. The introducer was observed partially zipped but in good conditions. The embolic coil was observed without damages and still attached to the rh. No other damages could be observed. The mre suggest that the failure reported by the costumer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed once the device returns for analysis.

Event description:
As reported by a healthcare professional, during an emergency coil embolization of an unruptured aneurysm, after implanting the framing coil, a 3mm x 6cm galaxy g3 xsft (glx120306, l13109) was used as the second coil. However, the physician removed the complaint coil because it could not be made a frame as intended and did not fit in the lesion when the coil was attempted to be implanted. There was no report of patient injury. Pre-shipment pictures were provided. The customer states there is no additional information available.